Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing thresholds in a gradual increase. All others electrical parameters are in range. The physician has adapted the rv pacing output and will monitor the rv lead. The physician suspected a lead impairment and no patient condition. At this time, the rv lead remains in service. No adverse patient effects were reported.